Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The customer reported patient involvement with no harm to the patient. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm.